Event description:
Granuloma in her temple and her jowl (injection site reaction). Nodule on the right side of the marionette line and on the right temple (injection site nodule). Rha4 into the right temple (off label use). United states report received from a health care professional on (B)(6) 2022 via company representative. A nurse reported that a female patient 21 years or above received an rha2 product on dec-2021 as a model for training and on jul-2022 for wrinkles and fine lines. In dec-2021, 0.3 ml of rha2 injection was applied to the right temple using an unknown injection technique. Needle from the box was used for the administration of rha2. It was unknown if the was used for the administration of rha2. In jul-2022, an unknown volume of rha2 injection was applied to the marionette lines using an unknown injection technique. The needle was used from the box for the rha2 administration. No cannula was used for the administration of rha2. Previous cosmetic procedures were not provided. Medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date in sep-2022, an unspecified period after rha2 injection, the patient experienced nodule on the right side of the marionette line and on the right temple. It was reported that the size of the nodule was a little bigger than a pea. It was palpable, the texture was hard, and it was elevated above the skin. The patient had a granuloma in her temple and jowl. For treatment, on an unknown date in oct-2022, hylenex was used to dissolve the filler in the right marionette lines. It was mentioned that the patient would come back to have the filler dissolved in the right temple. The outcome of the event was not recovered. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: (B)(4). Health effect - clinical code: (B)(4). Health effect - device code: (B)(4). No additional information was available at the time of this report. Follow-up was received on ((B)(6) 2022) from the nurse: additional details were provided for initial injection. Reporting hcp confirmed that cases (B)(4) were duplicates and have been combined and case updated accordingly. Case comment: a causal relationship between the rha2 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. Note should be made that it's unknown if a biopsy was done to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Granuloma in her temple and her jowl (injection site granuloma). Nodule on the right side of the marionette line and on the right temple (injection site nodule). Rha4 into the right temple (off label use). United states report received from a health care professional on (B)(6) 2022 via company representative. A nurse reported that a female patient 21 years or above received an rha2 product on (B)(6) 2021 as a model for training and on (B)(6) 2022 for wrinkles and fine lines. In (B)(6) 2021, 1 ml of rha2 injection was applied to the right temple using an unknown injection technique. The cannula was used for the administration of rha2. In (B)(6) 2022, 1 ml of rha2 injection was applied to the marionette lines using an unknown injection technique. The needle was used from the box for the rha2 administration. No cannula was used for the administration of rha2. Previous cosmetic procedures were not provided. Medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date in (B)(6) 2022, an unspecified period after rha2 injection, the patient experienced nodule on the right side of the marionette line and on the right temple. It was reported that the size of the nodule was a little bigger than a pea. It was palpable, the texture was hard, and it was elevated above the skin. The patient had a granuloma in her temple and jowl. For treatment, on an unknown date in (B)(6) 2022, hylenex 1 vial was used to dissolve the filler in the right marionette lines. It was mentioned that the patient would come back to have the filler dissolved in the right temple. In response to the treatment the nodules got larger instead of improving. It was reported that the patient would be monitored for nodules and will be dissolved as needed. The boxes of rha or syringes used during the treatment was not available as they were thrown away. The outcome of the event was not recovered. The intensity of the event was moderate. The product was not available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Follow-up was received on (27-oct-2022) from the nurse: additional details were provided for initial injection. Reporting hcp confirmed that cases (B)(4) were duplicates and have been combined and case updated accordingly. Follow-up was received on (12-dec-2022) from the nurse: product, event and injection details were provided. Case comment: a causal relationship between the rha2 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. Note should be made that it's unknown if a biopsy was done to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.